Manufacturer narrative:
Per the tandem user guide - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the customer inadvertently performed the fill tubing step while connected to the infusion set tubing. Bg was treated with glucagon prior to the ER visit, and intravenous fluids and insulin once at the ER. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.